Event description:
A facility ambulance was involved in a vehicular accident which caused the ambulance to roll over. The device was found loose inside, apparently having fallen from its storage area. The device was tested by the facility and according to the reporter, appeared to operate properly. The device was used in an unknown number of calls, for the remainder of the day involving cardiac monitoring, in which the operator complained the device's crt and chart recorder displayed excessive artifact. No adverse affects to any pts were reported as a result of the reported malfunction.